Event description:
Complainant alleged that, during biomed testing, the device displayed "bridge test failed" and "pacer fault 117" messages. Complainant alleged that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when the investigation is completed.